Manufacturer narrative:
Sr (B)(4).

Event description:
Dexcom was made aware on 02/15/2018 that on (B)(6)/2018 there was unexpected receiver shut-down..the complaint confirmation of the unexpected receiver shut-down could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. Receiver download and functional test could not be performed because receiver does not turn on. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker and moisture damage to the main board. The reported event of unexpected receiver shut-down was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.